Manufacturer narrative:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he found that the fiber optic balloon connector door on pump will not stay closed. The getinge field service engineer (fse) that found the fiber optic balloon connector door will not stay closed, replaced upper panel assembly (0997-00-0644) and label¿s (0334-00-1811 & 0334-00-1813). The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) discovered that the fiber optic balloon connector door on pump will not stay closed. There was no patient involvement.